Event description:
The initial attorney report alleged pain due to defect in mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002 - laparoscopic repair of two ventral hernias with one composix mesh and one flat mesh. The composix mesh was placed around the lower hernia defect and the flat mesh was placed over the defect to the left of the umbilicus. (Note: see MDR 1213643-2012-00357 for info related to the composix mesh). Ni/ni/ni - presented to md with an infection of the abdominal wall. Reportedly, a CT scan showed fluid collection around the mesh consistent with infection. On (B)(6) 2003 - excision of infected composix mesh. Reportedly, there was a recurrent hernia below the mesh and one above the mesh in the midline. There were multiple loops of small bowel noted to be adherent to the mesh. On (B)(6) 2007 - laparoscopic drainage of abdominal wall abscess and excision of infected flat mesh. Reportedly, there was fluid collection in close approximation to the mesh, which had retracted into the hernia above the umbilicus, the md noted "for this reason, it was completely removed."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. If additional event and/or eval info is obtained, a f/u MDR will be submitted.